Manufacturer narrative:
Concomitant medical products: d224drg ICD, implanted: (B)(6) 2010. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure for the generator change the outer insulation of the right ventricular (rv) lead appeared to be damaged. It was also reported the damage was due to abrasion, it was superficial, and the conductors were not exposed. The physician repaired the lead with medical adhesive. No patient complications have been reported as a result of this event.